Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneous hemoglobin (hgb) and mean corpuscular hemoglobin concentration (mchc) results were generated by the coulter lh 750 hematology analyzer for two patient samples. The instrument generated h&h (hemoglobin and hematocrit) check fail message. The samples were also tested on an alternate instrument, lh780, and the results were considered correct. Patient results are shown in the attached file. The erroneous results for one of the patients were reported out of the laboratory and were subsequently corrected. There was no death, injury, or change to patient treatment in connection to this event. The samples were collected in edta tubes and were analyzed in automatic mode. The customer runs controls every 8 hours, and the results were within the specified ranges prior to the event. The field service engineer (fse) reviewed qc and found a positive hgb shift since the preventive maintenance on (B)(4) 2012. The fse questioned engineer who performed the preventive maintenance and found out hgb cuvette had been replaced. The fse adjusted hgb calibration factor using all levels and two different lots of 5c controls. The results from the customer's two instruments, lh750 and lh780, were comparable. The fse verified the instrument operation per established procedures and the customer verified calibration factors using s-cal calibrators.

Manufacturer narrative:
Evaluation , result: failure mode is hgb cuvette had been replaced. Issue was fixed by adjusting calibration factor.